Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported that she went to the doctor due to high blood glucose. Customer blood glucose reading was 246 mg/dl. Customer stated that she change her infusion set and the doctor increased her insulin. Customer stated that she was reviewing her setting and notices that she had incorrect bolus wizard settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.